Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call no delivery alarm, motor error alarm and high blood glucose. Customer's blood glucose level was 597 mg/dl. Troubleshooting for motor error was performed. Customer was able to rewind the insulin pump successfully. Customer performed the displacement test and manual prime successfully. Customer advised the motor error alarm did not recur. Customer's alarm history showed multiple no delivery and low reservoir alarms.